Manufacturer narrative:
((B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 05/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back 136mg/dl and 148mg/dl not fasting. Reviewed meter memory: (B)(6). Customer's concern: customer stated that after she eat the blood sugar never went up and that is why she is concern. Customer calling stating the meter is reading low customer stated her normal blood glucose is between 80-120mg/dl fasting and 140-160mg/dl after meals.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 05/14/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back 136mg/dl and 148mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern:89, customer stated that after she eat the blood sugar never went up and that is why she is concern. Customer calling stating the meter is reading low customer stated her normal blood glucose is between 80-120mg/dl fasting and 140-160mg/dl after meals.